Event description:
Reportedly, during pt use, there was an issue with the ventilator's fio2 and the unit was delivering incorrect flows. The pt was transferred to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
The returned unit was visually inspected and no anomalies were noted. The ventilator was connected to a breathing circuit and allowed to run. The unit was observed to delivery correct flow; therefore the reported flow issue was not confirmed. However, the fio2 reading displayed was different from the set values. The oxygen sensor was confirmed to be defective. Although requested, no further info was provided.